Manufacturer narrative:
(B)(4). The device was returned and evaluated. The device passed both the homechoice rite (returned instrument test evaluation) electrical testing and the rite functional testing. An external / internal inspection was performed with no issues found. Multiple short simulated therapies were performed and passed successfully. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue. The device was determined to meet specifications for the reported issue. The reported issue was confirmed through the review of the event history logs that found a volume of the drained fluid, which met the current criteria of an iipv incident. The cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass low drain volume (ldv) alarms during initial drain in the troubleshooting section. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain 101 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) which occurred on a homechoice (hc) device during use, at the end of the therapy. The ultra filtration (uf) for cycle 1 equaled 2065ml. The initial drain volume equaled 384ml. The hp stated that they had no discomfort or symptoms of the iipv. The technical service representative (tsr) explained the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.